Event description:
Knee had swelling, experienced more swelling [joint swelling]. Knee was drained [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from other non-health professional via sales rep regarding a pt (age and gender not provided), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided, in an unspecified knee. The lot number for synvisc was not provided. On an unspecified date, the pt's knee had swelling. On an unspecified date, the pt received second injection and experienced more swelling. On an unspecified date, pt's knee was drained (knee effusion). The pt was treated with corticosteroids (unspecified) for swelling in knee and knee effusion. The action taken with synvisc was not provided. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The causal relationship between synvisc and both the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.